Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s)"), device expulsion ("migration of essure device location of device uterus"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding / abnormal bleeding (general),") in a 35-year-old female patient who had essure (batch no. Right 624496, left 625899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2010 and brain injury. Concurrent conditions included adenomyosis, gerd, bacterial vaginosis, depression and bipolar disorder. Concomitant products included naproxen, obetrol (adderall), pentosan polysulfate sodium (elmiron) and vicodin (norco). On (B)(6). 2008, the patient had essure inserted. In (B)(6). 2008, 7 years 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6). 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (general)/ vaginal menorrhagia heavy periods with clots") and menorrhagia ("abnormal bleeding (general)/ vaginal menorrhagia heavy periods with clots"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In august 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6).2010, the patient experienced cystitis interstitial ("interstitial cystitis"), urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacterial vaginosis") and fungal infection ("yeast infections") with vaginal discharge. In (B)(6).2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6). 2011, the patient experienced alopecia ("hair loss"). On (B)(6). 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gi issues"), tooth infection ("dental infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) total hysterectomy), surgery (salpingectomy (bilateral removal of fallopian tubes) total hysterectomy), surgery (salpingectomy (bilateral removal of fallopian tubes) total hysterectomy), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes) total hysterectomy) and surgery. Essure was removed on 12-jan-2016. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia, allergy to metals, cystitis interstitial, gastrointestinal disorder, tooth infection, bladder disorder and urinary tract disorder outcome was unknown and the genital haemorrhage, dyspareunia, fatigue, urinary tract infection, bacterial vaginosis, fungal infection and nausea had resolved. The reporter considered allergy to metals, alopecia, bacterial vaginosis, bladder disorder, cystitis interstitial, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fungal infection, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, pelvic pain, tooth infection, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: on 26oct2015 and 12jan2016 used the operative hysteroscope and then essure on the right side was seen completely and dislodged into the cavity. It was pulled out with the hysteroscopic forceps and the whole coil of essure came out. Diagnostic results: on 15-feb-2008, operative procedure: essure tubal occlusion method. One synechia noted and photographed. Right ostium: five coils were noted. Attention was then turned to the left ostium. The essure coil was then deployed and was found to be flush to the os. One synechia was noted within the uterus. In (B)(6). 2008, essure confirmation test done. On (B)(6). 2015, findings- transabdominal and transabdominal pelvic ultrasound was performed. The right essure device is displaced extending from the cornea into the endometrial canal. Impression: displaced right essure device. Otherwise unremarkable pelvic sonogram. On (B)(6). 2015, us showed that she had displaced essure device. On (B)(6). 2015, imaging: ultrasound pelvic vaginal- displaced essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, device expulsion, abdominal pain, allergy to metals. Batch number: 624496 man date: 2007/05 exp date: 2009/04 batch number: 625899 man date: 2007/09 exp date: 2009/08 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6). 2018: quality-safety evaluation of product technical complain incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a female plaintiff in united states on 06-sep-2016 who had essure (fallopian tube occlusion insert) placed on or about (B)(6) 2008. On or about (B)(6) of 2008, plaintiff presented to her physician to discuss her options for permanent contraception. She relied on the representations of the benefits and risks as relayed by her physician in reaching her decision to have the essure procedure over tubal ligation. On or about (B)(6), 2008, plaintiff underwent the essure procedure. Sometime after the procedure, she began experience one or more of the following symptoms, including, but not limited to: severe abnormal menstrual pain, abnormal menstrual cycle, excessive bleeding, severe pelvic pain, back pain, pain during intercourse, headaches, allergic reaction, mood swings, abdominal pain, migration of the device, unwanted pregnancy, and fatigue. She also reported to her healthcare provider that she was experiencing severe pelvic pain and excessive and abnormal bleeding. On or about (B)(6) 2015 and (B)(6) 2016, plaintiff underwent surgery to remove the essure device. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and excessive and abnormal bleeding. She underwent a surgery to remove the essure device. The events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, the events occurred after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between severe pelvic pain and excessive and abnormal bleeding and essure cannot be excluded. This case was regarded as incident, as a since a surgical removal of device was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s)"), device expulsion ("migration of essure device location of device uterus"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding / abnormal bleeding (general),") in a (B)(6) year-old female patient who had essure (batch no. Right 624496, left 625899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2010. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2015, 7 years 5 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (general)/ vaginal menorrhagia heavy periods with clots") and menorrhagia ("abnormal bleeding (general)/ vaginal menorrhagia heavy periods with clots"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), cystitis interstitial ("interstitial cystitis"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi issues"), tooth infection ("dental infection"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) total hysterectomy) and surgery. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, alopecia, allergy to metals, cystitis interstitial, vaginal discharge, gastrointestinal disorder, tooth infection, bladder disorder and urinary tract disorder outcome was unknown and the genital haemorrhage had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis interstitial, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain, tooth infection, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015 and (B)(6) 2016 used the operative hysteroscope and then essure on the right side was seen completely and dislodged into the cavity. It was pulled out with the hysteroscopic forceps and the whole coil of essure came out " diagnostic results: on 2008 - essure confirmation test done: most recent follow-up information incorporated above includes: on 27-feb-2018: plantiff fact sheet received. Events allergy to metals, alopecia, cystitis interstitial, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain, tooth infection, uterine perforation, vaginal discharge and vaginal haemorrhage are added. Lot number added. Lab data updated. Concomitant & historical condition and drugs are added. Product, patient reporter information updated. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality safety evaluation received on 17-oct-2016: ptc global number (B)(4). Sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are known possible undesirable events and are not necessarily indicative of a quality defect. As no batch number was reported, a technical batch investigation and a review of similar adverse event case reports is not possible. No complaint sample was provided for further investigation; therefore, the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Company causality comment: this spontaneous case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted and experienced severe pelvic pain and excessive and abnormal bleeding. She underwent a surgery to remove the essure device. The events are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and abdominal, pelvic and uncharacterized pain may occur. In this case, the events occurred after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between severe pelvic pain and excessive and abnormal bleeding and essure cannot be excluded. This case was regarded as incident, as a since a surgical removal of device was required. According to technical analysis, a quality defect was not confirmed but considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s)"), device expulsion ("migration of essure device location of device uterus"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding / abnormal bleeding (general),") in a 35-year-old female patient who had essure (batch no. Right 624496, left 625899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2010 and brain injury. Concurrent conditions included adenomyosis, gerd, bacterial vaginosis, depression and bipolar disorder. On (B)(4)2008, the patient had essure inserted. On (B)(4)2015, 7 years 5 months after insertion of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (general)/ vaginal menorrhagia heavy periods with clots") and menorrhagia ("abnormal bleeding (general)/ vaginal menorrhagia heavy periods with clots"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), allergy to metals ("nickel allergy"), cystitis interstitial ("interstitial cystitis"), vaginal discharge ("vaginal discharge"), gastrointestinal disorder ("gi issues"), tooth infection ("dental infection"), bladder disorder ("bladder or urinary problems or changes") and urinary tract disorder ("bladder or urinary problems or changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) total hysterectomy) and surgery. Essure was removed on (B)(4)2016. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, alopecia, allergy to metals, cystitis interstitial, vaginal discharge, gastrointestinal disorder, tooth infection, bladder disorder and urinary tract disorder outcome was unknown and the genital haemorrhage had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis interstitial, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, gastrointestinal disorder, genital haemorrhage, menorrhagia, pelvic pain, tooth infection, urinary tract disorder, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(4)2015 and (B)(4)2016 used the operative hysteroscope and then essure on the right side was seen completely and dislodged into the cavity. It was pulled out with the hysteroscopic forceps and the whole coil of essure came out. Diagnostic results: on (B)(4)2008, operative procedure: essure tubal occlusion method. One synechia noted and photographed. Right ostium: five coils were noted. Attention was then turned to the left ostium. The essure coil was then deployed and was found to be flush to the os. One synechia was noted within the uterus. In 2008, essure confirmation test done. On (B)(4)2015, findings- transabdominal and transabdominal pelvic ultrasound was performed. The right essure device is displaced extending from the cornea into the endometrial canal. Impression: displaced right essure device. Otherwise unremarkable pelvic sonogram. On (B)(4)2015, us showed that she had displaced essure device. On (B)(4)2015, imaging: ultrasound pelvic vaginal- displaced essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, device expulsion, abdominal pain, allergy to metals. Most recent follow-up information incorporated above includes: on (B)(4)2018: medical record received. Reporter information updated, case became medically confirmed. Patient¿s relevant history and lab data updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), uterine perforation ("perforation (uterus)"), fallopian tube perforation ("perforation (fallopian tube(s)"), device expulsion ("migration of essure device location of device uterus"), pelvic pain ("severe pelvic pain") and genital haemorrhage ("excessive and abnormal bleeding / abnormal bleeding (general),") in a 35-year-old female patient who had essure (batch no. Right 624496, left 625899) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included cholecystectomy in 2010 and brain injury. Concurrent conditions included adenomyosis, gerd, bacterial vaginosis, depression and bipolar disorder. Concomitant products included naproxen, obetrol (adderall), pentosan polysulfate sodium (elmiron) and vicodin (norco). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, 7 years 5 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced vaginal haemorrhage ("abnormal bleeding (general)/ vaginal menorrhagia heavy periods with clots") and menorrhagia ("abnormal bleeding (general)/ vaginal menorrhagia heavy periods with clots"). In 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)") and fatigue ("fatigue"). In (B)(6) 2010, the patient experienced cystitis interstitial ("interstitial cystitis"), urinary tract infection ("urinary tract infection"), bacterial vaginosis ("bacterial vaginosis") and fungal infection ("yeast infections") with vaginal discharge. In (B)(6) 2010, the patient experienced allergy to metals ("nickel allergy"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). On (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain and abdominal pain lower, fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), gastrointestinal disorder ("gi issues"), tooth infection ("dental infection"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and nausea ("nausea"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) total hysterectomy), surgery (salpingectomy (bilateral removal of fallopian tubes) total hysterectomy), surgery (salpingectomy (bilateral removal of fallopian tubes) total hysterectomy), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes) total hysterectomy) and surgery. Essure was removed on 12-jan-2016. At the time of the report, the device breakage, uterine perforation, fallopian tube perforation, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, alopecia, allergy to metals, cystitis interstitial, gastrointestinal disorder, tooth infection, bladder disorder and urinary tract disorder outcome was unknown and the genital haemorrhage, dyspareunia, fatigue, urinary tract infection, bacterial vaginosis, fungal infection and nausea had resolved. The reporter considered allergy to metals, alopecia, bacterial vaginosis, bladder disorder, cystitis interstitial, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fungal infection, gastrointestinal disorder, genital haemorrhage, menorrhagia, nausea, pelvic pain, tooth infection, urinary tract disorder, urinary tract infection, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on (B)(6) 2015 and 12jan2016 used the operative hysteroscope and then essure on the right side was seen completely and dislodged into the cavity. It was pulled out with the hysteroscopic forceps and the whole coil of essure came out. Diagnostic results: on (B)(6) 2008, operative procedure: essure tubal occlusion method. One synechia noted and photographed. Right ostium: five coils were noted. Attention was then turned to the left ostium. The essure coil was then deployed and was found to be flush to the os. One synechia was noted within the uterus. In (B)(6) 2008, essure confirmation test done. On (B)(6) 2015, findings- transabdominal and transabdominal pelvic ultrasound was performed. The right essure device is displaced extending from the cornea into the endometrial canal. Impression: displaced right essure device. Otherwise unremarkable pelvic sonogram. On (B)(6) 2015, us showed that she had displaced essure device. On (B)(6) 2015, imaging: ultrasound pelvic vaginal- displaced essure. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, device expulsion, abdominal pain, allergy to metals. Most recent follow-up information incorporated above includes: on 4-jun-2018: events- "urinary tract infection, bacterial vaginosis, yeast infections, nausea", concomittant drug added from pfs. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.